Event description:
This male pt with a history of known coronary disease with stent placement in the target lesion (non-cordis device) was admitted for angina pectoris. The pt was currently taking aspirin, ticlid, and diliazem. Angiography revealed a 60%, 16.3mm, concentric, type a, in-stent restenosis of the non-cordis bare metal stent in the mid-lad. The vessel was 3.4mm in diameter. Heparin was administered. Pre-dilation was not conducted. A 3.5x18mm cypher stent was deployed to 16 atm for 31~60 secs at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 1.7%. Ivus was conducted. The pt was discharged with orders for aspirin, plavix, dilatiazem, and nifedipine. At eight-month follow up, angiography revealed a 15.8% luminal narrowing within the cypher stent in the mid-rca. Eleven months later, the pt complained of chest pain. Angiography was conducted and a 99%, de novo lesion was observed at the right atrioventricular (av) branch. A 3.0x13mm cypher stent was positioned in the av lesion and was deployed to 20 atm. Inflation time was unk. Residual stenosis was 0% stenosis. There was no interval change in the cypher stent in the mid-rca.

Manufacturer narrative:
One year later (two yrs post index procedure), angiography revealed a 90% in-stent restenosis observed in the 3.5x18mm cypher stent in the mid-rca. To treat the restenosis, a 3.5x28mm taxus stent was implanted. An additional 90%, de novo lesion was observed in the distal rca. Another 3.5x23mm taxus stent was deployed within the distal rca. The residual % of stenosis was 0%. There was no more info regarding the pt. Physician's comment: this restenosis could have happened with any bare metal stent: therefore, there is nothing unusual with the cypher. Additional info will be submitted within 30 days of receipt. This cypher is not distributed in the us; however, it is similar to us distributed cypher product.